Event description:
It was reported by a nurse that a doctor had recently used a collamend for the first time on a pt. The tissue around the wound is not adhering to the collamend. In 2008, add'l info was received that the mesh was explanted on approx three and a half months later.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.